Event description:
Healthcare professional reported ¿pain¿ and ¿seroma¿ on unknown side. The device remain implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. .

Manufacturer narrative:
Initial reporter phone number: (B)(6). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported ¿pain¿ and ¿seroma¿ on unknown side. The device remain implanted.